Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead recorded what appears to be intermittent under sensing by the ra lead. Programming and procedural recommendations were given. The pacemaker and ra lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead recorded what appears to be intermittent under sensing by the ra lead. Programming and procedural recommendations were given. More information was received mentioning that p waves continue being small, so health care professional was going to increase sensitivity. The pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.